Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission showing episodes of non-sustained right ventricular oversensing. Review of stored egm noted post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.

Event description:
New information notes that the patient presented remotely via merlin.net and upon review it was noted that the implantable cardioverter defibrillator exhibited post paced t wave over-sensing episode. No intervention was performed. No patient consequences.